Manufacturer narrative:
The reported event of unable to tighten setscrew was confirmed. Visual examination showed stripped setscrew inset walls that is consistent with inserting torque wrench at an angle during attempted implant procedure. The results of all electrical tests performed, including mechanical stress testing and battery assessment indicate normal device characteristics. Longevity assessment was performed and found the device to be in normal range of operation with appropriate remaining longevity.

Event description:
It was reported that the patient presented for a pulse generator implant. During the procedure, it was noted that the atrial set screw could not be tightened after multiple attempts with various sized torque wrenches. The procedure was completed successfully with a replacement device. The patient was in stable condition.